Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) could not be interrogated during a routine follow up appointment. The patient later reported hearing tones which they thought were coming from the device and therefore presented to the emergency room (ER). The right atrial (ra) impedance measurements were noted to be greater than 2500 ohms; however, the beeping feature for out of range impedances had previously been programmed off. A request was made to have data from this device analyzed. Data analysis confirmed normal device function, and no cause for the device to produce beep tones. This was discussed with the health care professional (hcp). The device remains in service. No adverse patient effects were reported.